Manufacturer narrative:
Correction: intracardiac electrograms (egm) anomaly should not have been reported.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had failed to capture. The lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported, that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted, that the right atrial (ra) lead had failed to capture. It was also noted, that the intracardiac electrograms (egm) had anomaly. The lead was explanted and replaced. The patient was stable throughout the procedure.